Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he was sitting at a conference room and he noticed the cylinder piece protruding out and he was feeling well. Customer's blood glucose was 250 mg/dl. Troubleshooting for damage was performed. The drive support cap was reported sticking out. He has dropped the device before but he was unsure what may have cause the drive support cap to stick out. Customer stated he has attempted to push it back into place while he was disconnected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, minor scratches on the display window and a cracked reservoir tube lip.